Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, the dc/dc module and ep pack were replaced. A 48 hours test was conducted and the unit worked properly, thus it was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an isolation leakage in the operating theatre during usage of s5 console. The room isolation monitor switched off. The issue occurred out of procedure. There was no patient involvement.